Event description:
It was reported that the patient presented in the clinic with the pacemaker migrated to the axilla area. The pacemaker was re-positioned on (B)(6) 2024. The patient was stable throughout.